Manufacturer narrative:
Product analysis an abre device was returned for evaluation the device returned with the handle opened and the stent had been deployed a kink was observed on the inner tubing the clip was observed to have separated from the silver retractable sheath. Glue was present on the clip and on the silver retractable sheath . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure using the abre stent in the right proximal common iliac peripheral vein, the thumbwheel malfunctioned mid-deployment. The handle was separated to complete deployment, and the stent was deployed without difficulty. The device was passed through a previously deployed bard venovo stent. The target lesion was described as fibrous, and the vessel diameter was reported as 12 mm. The vessel was pre-dilated and post-dilated, and post-dilation was performed with a bard atlas balloon; the stent was post-dilated and optimized. No resistance was encountered when advancing the device, packaging and device removal from the tray were reported without issues, and the instructions for use were reported as followed with the noted thumbwheel issue. The patient was reported alive with no health consequences or impact and was discharged the next day.